Manufacturer narrative:
Updated data: b5. H6. Corrected data: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was severe aortic stenosis. The patient had a medical history of congestive heart failure (chf) with a reduced ejection fraction, end-stage renal disease, and chronic obstructive pulmonary disease (copd) that contributed to the death.

Manufacturer narrative:
Updated fields: b2 b3 b5 b7 h1 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 year and 6 months following the implant of this transcatheter bioprosthetic valve inside a pre-existing surgical aortic valve, a computed tomography scan revealed possible valve thrombosis. No additional adverse patient effects were reported. Corrected information was received that valve dysfunction was first observed 1 year and 3 months following valve implant. Additional information was received that no thrombosis was found on the valve. However, moderate to severe central aortic insufficiency was present, along with possible paravalvular leak (pvl). The valve had a gradient of 58 mmhg. Warfarin was used as anticoagulation therapy. No other treatment was performed. Approximately 1 year and 5 months after valve implant, the patient passed away due to central aortic insufficiency and possible pvl.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 year and 6 months following the implant of this transcatheter bioprosthetic valve inside a pre-existing surgical aortic valve, a computed tomography scan revealed possible valve thrombosis. No additional adverse patient effects were reported.